Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced a high blood glucose level of 542 mg/dl. The customer had no symptoms and treated with pager on her. Customer's blood glucose value was 502 mg/dl at the time of the call. The troubleshooting was performed for high blood glucose and under delivery. The customer reported that there were small bubbles near the reservoir. There were no site or insulin issues. The device settings were correct. The high-pressure test was not performed. The product will not be returned for analysis.